Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a loud bang during a surgical procedure, followed by burn marks on the surgeon's glove. The surgeon described the sensation as if she had been hit by an electric shock.